Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, there was excessive noise when using bipolar scissors (data recording was enabled for part of this, scissors are ethicon precision connected to erbe cautery) with values registering over 500 ma. Bipolar forceps did not cause an issue. The previous case did not use the scissors, only the forceps. Second case on second day that used the same scissors did not have the same noise induced. Electrode check performed during monitoring because of the noise. The check passed but the values fluctuated. Tube producing emg tones following each aps point. At the end of the case they tried to repositioning the tube to hear the effect on theconsole. It was very noisy during the positioning but did settle down after. They have indicated that previous uses never settled back down after repositioning. There was no patient impact.